Event description:
This procedure was performed in the sfa: the physician had successfully deployed a competitors stent in the distal sfa/pop. He then went to deploy an everflex stent proximally to the competitors stent and the stent partially deployed. The deployment became difficult and the deployment handle on the stent broke loose from the sheath. After stent was stuck in the sfa the physician elected to try and remove the partially deployed stent after trying with no success to pull the sheath back without the handle. The physician then elected to remove the stent and the entire system out of the body. After pulling stent and sheath out of the body, the pt then became hypotensive and was sent to the or to explore and see if pt had any internal bleeding as a direct result of the procedure. The pt is reported as stable. The pt had exploratory and a slight perforation in the femoral artery was found and sleeved. Pt condition is uneventful and has been discharged.